Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was retuned for evaluation. The compliant percentage was calculated and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. The device history records could not be reviewed due to the lot number not being provided by the customer. Due to no device being returned the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
While the screw was being implanted into the plate with a right angle screwdriver, the screw head broke off. The body of the screw was left in the patient's mandible.